Event description:
The account alleged a patient was in bed when the bed exit alarm was activated. Patient was able to get out of bed with no alarm or signal. Nurse reset bed by unplugging the unit and re-arming the bed exit. All three green led's on the alarm panel were flashing and the bed was locked out. No injury reported due to patient fall.

Manufacturer narrative:
The account was not able to locate the bed in question, but requested a technician to check all 30 beds on the floor to make sure the bed exits are working. All beds were checked, no issues found.